Event description:
It was reported that customer was hospitalized due to low blood glucose. Customer's blood glucose dropped to 20 mg/dl. Customer was in intensive care for an hour for observation. Customer was given insulin IV and pen. Customer's blood glucose rose to 378 mg/dl. Customer received a motor error during bolus and also received no delivery alarms. Alarms were resolved with infusion set change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.